Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers scrolling on the display. The customer stated that the insulin pump was cracked and may have been exposed to moisture. Blood glucose level at the time of the incident was 99 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms or unexpected numbers ramping/scrolling on their own noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked belt clip slot, a severely scratched display window, and moisture damage in the electronics and motor.